Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 17-mar-2010, UDI#: (B)(4). The device registration system indicates that the pump was replaced as planned and that the sutureless connector was revised during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 4.149 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had a dye study done this morning because the patient was experiencing some additional pain and they believed it may be related to a recent unrelated medical procedure. During the dye study, they found a small leak in the catheter just behind the pump. A catheter revision and pump replacement were planned for later in the day. Additional information was received from the hcp who reported that the cause of the leak was not determined; however, it was located where the catheter connected to the pump.